Event description:
It was reported that during a procedure, the fiber was found to be fractured. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the reported clinical observations as the fiber was received in two pieces. Visual analysis identified a fiber body break. The fiber tip was degraded, indicative of use. Laser fibers are consumable devices and expected to degrade with use. The connector had no abnormality. The following message was displayed: treatment used 0. Treatments left 10. It is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the fiber body break. A partial body break or kink could have occurred during the set up or use, and when the fiber was fired, it caused the fiber to break. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, the fiber was found to be fractured. There were no patient complications.